Event description:
Our facility has ordered replacement batteries for listed defibrillators but notified by MFR representative that there is a 3-4 month back order for the batteries. MFR representative unable to provide projected order delivery date. Initial order placed on 10/4/2022.